Event description:
It was reported to philips that the device had an unspecified pads cable issue.

Event description:
It was reported to philips that the device had an unspecified pads cable issue. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service. An evaluation was completed and the bench repair service was unable to replicate the alleged failure. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.